Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 429688 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, it was noted that the patient was experiencing diaphragmatic stimulation. The patient was treated with medication for the rvr, and the left ventricular (lv) lead thresholds were reprogrammed. The device and lead remain in use. No further patient complications have been reported as a result of this event.